Event description:
Material#: 302995 batch number#: unknown it was reported that the bd syringe 10ml ll s/c 200 stopper is defective / damaged. The following information was provided by the initial reporter: verbatim #: rcc received a complaint via email. Email(s) attached direct questions from the customer are below, do you offer empty OEM syringes that use the same syringe barrel material, stopper material and end-caps that are used in the bd posiflush syringes? Also, do you have any syringes with 10cc plastic barrels and fluoro coated stoppers? The customer is seeing degradation of the stopper material when using our standard plastipak syringes. However, if the customer drains one of our posiflush syringes and uses that, this issue disappears. Do we have an empty syringe that uses the same stopper as our posiflush syringe? Could we sell the posiflush syringe as an empty syringe? Product number - 302995 mds - same syringe barrel material, stopper material, and end-caps.

Manufacturer narrative:
The date received by manufacturer has been used for this field. E.1. Address was not located and il was used. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
No additional information was provided.

Manufacturer narrative:
Pr (B)(4) follow up MDR for device evaluation. Since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed.